Event description:
During a redo atrial fibrillation procedure, a communication issue was noted and the case was cancelled. After mapping with the hd grid, when moving to the tacticath, the catheter would not connect. The rf cable, ampere cable, and ethernet cable on the tactisys were exchanged. The catheter was deleted and then entered manually. Different catheters were tried, the tactisys and system reference were rebooted, but the issue did not resolve. The patient was not able to receive the ablation therapy due to the case being terminated mid procedure. There was no harm to the patient and there were no reported malfunctions with the catheters used. It is unknown if the procedure has been rescheduled.

Manufacturer narrative:
One ensite x amplifier was received for evaluation. Visual inspection revealed the front ports, rear ports, and chassis were free of physical damage. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ led status. This indicated the amplifier passed the power-on-self-test (post) and then communicated with the test stations tracker software. The cable short test was be run and the generator port connection was observed to be open to the front panel assembly, which duplicated the reported symptom. Any open electrical circuit would cause non-functionality to anything connected to this port. It was also noted that the ampere port connector was able to rotate in the socket, confirming the port was physically damaged. It could longer be connected to the front panel assembly due to an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was attributed to the generator port of the front panel assembly.